Manufacturer narrative:
Continuation of d10: product ID pscc100; product type: catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure using the pulsed field ablation catheter, the patient died at home days after the procedure. The cause of death is unknown. The patient felt "unwell" during the days following the procedure and refused to go to the emergency room. The case was completed with pulsed field ablation. The patient was admitted for overnight observation with improved post-operative vitals, leading to discharge the following day. The patient later expired.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: mapping system product ID: non-medtronic unknown, product type: mapping catheter product ID: non-medtronic unknown, product type: ultrasound catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient had a "poor" ejection fraction prior to the pulsed field ablation procedure.